Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced recurring incontinence which was suspected to have been caused by atrophy and was later confirmed during the procedure. A surgical procedure was performed during which the cuff was explanted and replaced with a smaller size. There were no further patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100526246. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100526621. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4).